Manufacturer narrative:
Complainant name: (B)(6) hospital and dr. (B)(6) research inst. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06026. Platinum diversity clinical study. It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2014, clinical assessment recorded the patient's qualifying condition as silent ischemia and underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the ramus intermedius (ri) with 80% stenosis. It was 44mm long, with a reference vessel diameter of 2.25mm. There was severe calcification. The lesion was treated with pre-dilatation using a 2.0mm balloon catheter at 14 atmospheres prior to insertion of 2 overlapping 2.25x32mm and 2.25x16mm promus premier stents. The residual stenosis was 0%. Post dilatation was not performed. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department with a 2-week history of intermittent, non-radiating, squeezing anterior chest pain associated with shortness of breath. Episodes lasted for 1 hour. As per emergency room (ER) record, the patient was noncompliant with his hypertension medication. Compliance with antiplatelet medication was not documented. Serious criteria included hospitalization and the need for medical/surgical intervention. The event included the target vessel and the target lesion. Treatment included percutaneous transluminal coronary angioplasty (ptca) and placement of 2 non-bsc stents in the ri. A 2.5x8mm non bsc stent was placed proximally, and a 2.25x12mm non bsc stent was placed in the mid portion of the ri. Residual stenosis was 0%, with the timi flow improved to 3. A stent could not be advanced to the distal portion of the stent, where there was a good result of ptca anyway. Result was acceptable, with no complications. At the time of this report, the event was resolving.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data and other relevant history updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, the subject was diagnosed with anterior wall mi. The patient has been compliant with his antiplatelet medication. Three days after, the patient was discharged on clopidogrel. The event was considered resolved.